Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for post implant check of pulse generator. The patient had been lost to follow up, status of the lead was unknown, the right ventricular lead exhibited noise, an impedance issue was also noted. During procedure the lead was noted fractured, was capped and replaced 7/9/2016 successfully. No additional information was available.